Event description:
An unknown customer reported via phone, the insulin pump had alarmed button error. She stated the device got wet and then it alarmed. The unidentified person states she was inquiring for another camper and stated she will have the customer's mother call in. Customer's blood glucose or any other information was provided during the call. No device is being retuned for further analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.